Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist was informed that initial test result(s) were low for the patient sample ID (B)(6). The customer declined to provide quality control (qc) data and stated that level 1 & level 3 biorad multiqual unassayed qc are rotated and run every 4 hours and results are in range. The customer suspected a bad sample but requested service to be performed. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed an inspection of the instrument and ran a ran a coefficient of variation (cv) check. No issues were noted and the cv results were within specification. A follow-up was performed with the customer, post service, and determined the issue was isolated to one patient sample. A siemens headquarter support center (hsc) specialist has evaluated the event and concludes that the initial discordant result(s), for one patient sample, is due to a poor sample quality or a sample specific issue that affected sample processing. The customer requires no further assistance. The instrument is operating within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed glucose hexokinase_3, concentrated (gluh_c) result was obtained on an advia 1800 instrument. The discordant result was reported to the physician(s). The customer used the same sample to perform repeat testing on an alternate advia 1800 instrument. The repeat result was higher, and a corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the discordant falsely depressed gluh_c result.